Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked from the bottom. The customer stated that the cartridge was overfilled. The customer's blood glucose level was in the 200-300's (mg/dl) and it was addressed by a correction bolus. The suspected cause of the elevated bg level was leaking cartridges. The customer was able to load a new cartridge.